Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room due to syncope and the patient felt nauseous and sweaty. The right ventricular (rv) lead sensing integrity counter (sic) was elevated. The rv lead remains in use. No further patient complications have been reported as a result of this event.